Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of a voluntary medwatch report (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent during a c-section procedure on an unknown date in (B)(6) 2019 and suture was used. The surgeon was suturing an incision and questioned whether or not a piece of the needle broke off when using on the patient. A total of three x-rays were performed along with a metal detecting device and all came back negative. There was no harm to the patient. The procedure ended a few minutes longer.

Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of a voluntary medwatch report #(B)(4). Device evaluation summary: the actual device was received for evaluation. The component was identified as product code j358h. A fracture was not observed on either needle; therefore, no additional analysis was performed. The evaluation revealed the needles were not fractured. Samples were received for evaluation. An opened box and twenty-one unopened samples of product code j358, lot ml7426 were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the resistance test was performed, and no issues or anomalies were noted. According to the condition of the samples, no performance breakage needle was found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.